Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead presented an abrupt increase in pacing impedance measurements. Technical services (ts) was consulted and recommended the patient to contact their clinic. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field. It was stated that this rv lead exhibited high out of range pacing impedance measurements as well as oversensing. Ts suspected a possible spring contact but the cause has not been determined at this time. This lead remains in service. No adverse patient effects were reported.